Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-00546. Investigation is ongoing.

Event description:
As reported by the clinical specialist, a sapien 3 valve was unable to advance through sheath due to the patient's tortuous iliacs. The valve ¿tore through the sheath and dissected the iliac¿. Stents were inserted to repair the iliac and then the valve was ballooned while in the stent. A surgical valve was placed in the aortic position.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. An image was provided showing a tear in the liner following the procedure and tortuosity present in the patient¿s access vessels. The cine imagery for this case shows that the valve tore through the sheath and was embedded in the right iliac. As the lot number was not provided for the sheath, a DHR review and lot history review were unable to be performed. A review of complaint history reveals that the occurrence rate did not exceed the january 2018 control limits for the trend categories ¿liner torn¿ and ¿resistance between devices¿. No IFU/training deficiencies were identified. Additionally, manufacturing inspections and verification testing support that it is unlikely that a manufacturing nonconformance contributed to the reported event. Based on the photographs provided by the complaint site, the complaints for ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were confirmed. Review of the manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the reported event. Because the device was not returned for evaluation, engineering was unable to perform and visual, functional, or dimensional analysis. However, based on a review of the complaint history and manufacturing mitigations, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. As noted in the training manual, the ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. As seen in the images provided, there was tortuosity present in the access vessel. It is likely that this tortuosity created a difficult pathway for advancement of the delivery system through the sheath, creating resistance and causing the valve to become stuck. Excessive force applied to the system in an attempt to advance the valve then likely caused the liner to weaken and tear. A weakened liner can tear during advancement or retrieval of the delivery system. Additionally, procedural factors such as excessive handling of the device during prep (or insertion), not fully inserting into the access vessel per IFU/training, valve crimping technique, and residual fluid in the delivery system balloon could compromise balloon profile and increase insertion forces through the sheath. Without the device being returned for evaluation, functional testing and dimensional analysis were unable to be completed. However, available information indicates that patient/procedural factors contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Additionally, since no product non-conformance was identified and the occurrence rate does not exceed the complaint trending limits, a pra escalation is not required.